Manufacturer narrative:
(B)(6). The device was manufactured january 23, 2018 - january 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a singleday infusor ruptured during filling. This led to the unspecified drug leaking on the nurse. There was no report of injury or medical intervention associated with this event. No additional information is available.